Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. During the procedure, the physician relocated the ipg from right flank to the right buttock. The patient was doing well following the procedure.